Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the customer was experiencing ongoing fluctuating blood glucose (bg) levels ranging between 40 - over 400 mg/dl. Cause was not known. Reportedly, customer was "told her blood sugar is very temperamental" by healthcare provider. The customer delivered a correction bolus via the pump, consumed peanut butter crackers, as well as glucose tablets to address the bg levels. Reportedly, customer required assistance from mother due to "possibly passing out at some point". Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer reverted to an alternate method of insulin therapy.